Manufacturer narrative:
The customer was provided a quote for service, but the quote expired. There was no device evaluation and no work performed by philips. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. H3 other text : customer declined service.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
The customer reported the speaker sound is not optimal. It is unknown if there was audio being emitted from the device. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.